Event description:
Instrument failure - the threaded tip of the impactor sheered off and was left in the cup and in the patient.

Manufacturer narrative:
The reason for this complaint was due to an instrument failure. The instrument was returned on 16 nov 2017. When the reported event occurred the instrument may have been in service for over 3.5 years (lot # 139090l01). This event occurred during surgery near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. The summary of complaints shows 6 for functional, 8 for dull/worn, 36 for threads damaged/galled, 1 for weld, 3 for bent, 97 for broke/cracked/damaged, 1 for hardware missing/lost, 1 for device cracked/broke, 1 for other, 3 for end of life and 88 blank. Of the 245, 5 were for this lot number. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Examination of the returned positioner confirmed the threaded tip is broken off. The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.